Event description:
It was reported that the patient experienced pain and discomfort with the ams 700 lgx inflatable penile prosthesis (ipp) tubing even though the device was still functional. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.